Manufacturer narrative:
B3 event date is approximate. The year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reports they were in the hospital in (B)(6) and has been having issues with stomach and after two trips to the hospital because the other doctor said they were getting appendicitis or a test and come to find out the machine went haywire. Patient said instead of shocking their back and legs it was shocking to all the muscles up there and they said oh you got a hernia and you need to do surgery. Patient then said it was pushing out their muscles and on his right side it got so big that it was a ball on the right side but it was hurting so they went to the 2nd or 3rd hospital because they were telling them they can't find that but you have hernia. The doctor asked whether patient had implant and advised to turn off. Pt states seeing spots on the walls and back of eyes hurt. Pt states this all began 9 months ago. Pt states his stomach was hot on one side. Pt states after they turned off the spinal cord stimulator 3 days later the only thing that was hurting was when you do sit ups your muscles get real sore. Pt states the device is not even stimulating where it should be. Pt states still feels the stim even when the device is off. Agent reviewed to lower to 0 as pt states they just turned stim off. Pt states they cannot sleep at night and their shoulders burn. Now where the leads go into his spine it is real red and they can't sleep at night because their shoulders is on a pinched nerve or something or a nerve but pt states they cannot lift their shoulders up or anything. Pt mentioned having headaches. Patient has been calling the doctor that put it in but they has not returned their phone calls and they told him they don't want to take it out. Pt states this morning they woke up with burning sensations on their arms. Pt states sore and tender where leads run up in the back. Pt states they just would like the device taken out. Pt mentioned in the past the device was shocking them and then just did some adjustments and went away. Agent asked if pt has tried to adjust it yet and patient said no they have not. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the manufacturer representatives (rep[s]) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was new pain. The leads and ins were explanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.